Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by stryker sales rep, that a broken nail implanted initially in (B)(6) 2015 was revised at (B)(6) hospital. It was reported that the nail was broken.

Manufacturer narrative:
Evaluation summary: evaluation revealed the received reconstruction nail r2.0, ti, left t2 recon ø11x380 mm x 125° and the locking screw, fully threaded t2 tibia ø5x50 mm to be the primary products. No further associated products were reported. Deficiency in material or manufacturing was not found. Dimensional examination revealed no deviations in the relevant undamaged areas. The affected items were documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a (B)(6) year old patient had been treated with a left reconstruction nail r2.0 (380 mm) in (B)(6) 2015. In (B)(6) 2015, the patient was revised due to a breakage of the nail and screw. The received nail was completely broken in the thinned webs of the inferior proximal drill hole for the lag screws. According to the damage and the evidences of the breakage surfaces the nail broke initially in a fatigue manner after an implantation period of 5 months. Massive mechanical damage (significant drill marks) at the lateral edge as well as scuffed off coating inside the inferior proximal drill hole of the anterior web - had been caused by the contact with a deviated step drill. This damage had been caused intra-operatively because the coating in the remaining area appeared to be in original condition. Such damage may cause additional notch effects. In this case, the drill marks had initially reached into the level of the incipient crack in the anterior web, creating the starting point of the nail breakage. The features of the breakage surfaces indicated that the breakage started at the lateral edge of the anterior web. In the following the fracture was running through the cross sections, then progressed by increasing tensional and torsional stresses through the anterior web from lateral to medial and finally ended in a residual fracture at medial. The breakage surfaces showed typical signs of a fatigue fracture, e.g. Missing plastic deformation, lines of rest, areas ¿rubbed shiny¿. The breakage of the posterior web followed most likely with delay in a much quicker way with increased tensional load. The locking screw received was completely broken 23 mm from the tip. According to the damage and the evidences of the breakage surfaces, the screw broke in a fatigue fracture after an implantation period of approximately 5 months. Lines of rest were visible. Plastic deformation was not found in the main breakage line. The nail and the screw will be subject of a fatigue fracture if the stresses on the implants are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period (confirmed by scientific analysis about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. Based on the above and referring to that no deviation was found in the manufacturing process, the nail and the screw breakage was not linked to a deficiency of the devices, but was rather user related (intra-operative damage of the nail by a deviated step drill resulting in a significant weakening of the nail in the area of the lateral edge of the anterior web). The breakage of the nail and of the screw may have been contributed by typical load application during the implantation period. However, information regarding weight bearing instructions, patient¿s behaviour, patient data (like weight and height) and potential diseases were not available. If other listed adverse effects, like i.e. Obesity or delayed healing, were existing could not be determined due to missing information. Intra-operative implant damage and postoperative loads are listed as adverse effects in the IFU. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported by stryker sales rep, that a broken nail implanted initially in (B)(6) 2015 was revised at (B)(6) hospital. It was reported that the nail was broken. A distal locking screw was also broken.